Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging the lifescan meter displayed an error unknown message. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.